Manufacturer narrative:
The device manufacture date is not known at this time. Alleged failure: cracked. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures product used beyond defined useful life. Gtin: (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Product used beyond defined useful life. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.